Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons not working) has been confirmed. Upon investigation, the front response button was non-functional. The response button contacts were worn. The root cause for the worn response button contacts could not be positively identified. No adverse event resulted from the defective response button. The pt rec'd a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor response buttons weren't working. The pt was issued a replacement monitor.